Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration, and the force sensor assembly was found to be damaged. Unrelated to the event the display flex was found to be damaged, the battery compartment and cap were found to be damaged. The keypad was found to be peeling and contamination was observed under the buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the load step must be completed multiple times in order to complete it. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration, and the force sensor assembly was found to be damaged. This report is being made based on the evaluation results.